Event description:
It was reported that the channel disconnected and "not running correctly." Although asked, no further information was provided. There was patient involvement, but impact is unknown.

Manufacturer narrative:
The suspect device s/n: (B)(4) was not returned. The complaint of channel disconnect was not confirmed during log review or reproduced during laboratory testing. The failure investigation cannot rule out that s/n: (B)(4) did not cause or contribute to the channel disconnect issue. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.